Manufacturer narrative:
It was claimed that device failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the internal leakage test failed with message: "system volume too small". The air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message "system volume too small" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).